Manufacturer narrative:
Continuation of d10: 429888 lead implanted (B)(6) 2017; 350974 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and pacing impedance variation. The lead also exhibited noise and oversensing causing pacing in inhibition in addition to high undefined pacing impedance. The lead was reprogrammed. It was subsequently reported that the lead  was not capturing and the ring electrode was suspected to have fractured. The patient later experienced dizziness. The lead was reprogrammed again to only pace. The lead remains in use. No further patient complications have been reported as a result of this event.